Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported two second delay which was reproduced. Evaluation determined the processor printed circuit board (pcb) had a delayed response. The processor pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported via a customer note on a returned spectrum pump that it experienced a two second delay. There was no patient involvement. No additional information is available.